Event description:
It was reported that pump battery depleted and battery connection was poor. No information was available regarding impact to customer¿s blood glucose level. Customer declined further follow up, and no additional corrective actions or technical support interventions were documented.